Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: july 10, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the present articles were checked for conformance to the specification and for functioning, neither a product nor a function fault could be detected. Manufacturing and inspection records indicated no problems with the lots in question. The articles were found to be in perfect working order. The blade could be removed from the instrument without excessive force. On the surface of the blade some marks of pliers are visible; it is likely these occurred when trying to remove the blade. Based on these findings, it is likely that there was a handling fault. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that intra-operatively the blade could not be removed from the impactor. No information about patient outcome was provided. This is report 1 of 1 for (B)(4).